Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary des to treat a severely calcified and tortuous lesion in the ostium lad with 100% cto. The device was inspected with no issues noted. Negative prep was performed with no issue. The lesion was pre dilated. Resistance was encountered when advancing the device and excessive force was used. It was reported that the stent failed to cross the lesion and it was observed that the struts were deformed when retracted and examined. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury was reported.